Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a change sensor alert following two consecutive calibration error alerts and also reported that the sensors gave inaccurate readings. The sensor reading was 250 mg/dl when the blood glucose reading was 150 mg/dl. The alerts occurred after the initialization period. Customer was advised to change out the sensor. Customer stated that the sensor glucose graph was not trending in the direction of the blood glucose. Nothing further was reported.